Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. It was noted that the patient has had several surgical procedures where the device was not placed into surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.